Event description:
When the pressure wire was passed through the guide catheter, the pressure reading kept climbing until it went right off of the scale. Did not correlate with any data. In troubleshooting, a new pressure wire was inserted first, and a normal tracing pressure obtained.